Event description:
After the physician advanced the shuttle of a 6f/7f mynxgrip vascular closure device (vcd), s/he could not bring it back up to the black handle to continue the closure. The plug was stuck during the deployment or it possibly expanded before it was deployed. The plug was not deployed, and manual pressure was held. There was no reported patient injury. The device was not returned for evaluation.

Manufacturer narrative:
Complaint conclusion: after the physician advanced the shuttle of a 6f/7f mynxgrip vascular closure device (vcd) and could not bring it back up to the black handle to continue the closure. The plug was stuck during the deployment or it possibly expanded before it was deployed. The plug was not deployed, and manual pressure was held. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot f2007902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to open the sheath¿s stopcock prior to the shuttle down step, may have contributed to the reported event. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2007902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the physician advanced the shuttle of a 6f/7f mynxgrip vascular closure device (vcd), s/he could not bring it back up to the black handle to continue the closure. The plug was stuck during the deployment or it possibly expanded before it was deployed. The plug was not deployed, and manual pressure was held. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3, h6, and h10. This is an updated complaint conclusion after device was later returned and analyzed: after the physician advanced the shuttle of a 6f/7f mynxgrip vascular closure device (vcd) and could not bring it back up to the black handle to continue the closure. The plug was stuck during the deployment or it possibly expanded before it was deployed. The plug was not deployed, and manual pressure was held. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle with the stopcock open and moving freely on the catheter shaft. The sealant was observed on the catheter, soaked in blood, swelled and adhered to the catheter shaft. It was noted that the procedure sheath was fully retracted against the green shuttle hub with the stopcock closed. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. The syringe was not returned with the device. Per functional analysis, the shuttle was retracted to the black handle without issue. The advancer tube was exposed and found properly engaged to the distal tamp lock as received. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection under high magnification showed that the sealant was on the catheter, soaked in blood, swelled and adhered to the catheter shaft. The condition of the sealant indicated that the sealant may have been exposed to moisture prematurely which may have contributed to the reported failure. A product history review of lot f2007902, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿device deployment jam¿ was confirmed through analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to open the sheath¿s stopcock prior to the shuttle down step, may have contributed to the reported event. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr, the product analysis, nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
After the physician advanced the shuttle of a 6f/7f mynxgrip vascular closure device (vcd), s/he could not bring it back up to the black handle to continue the closure. The plug was stuck during the deployment or it possibly expanded before it was deployed. The plug was not deployed, and manual pressure was held. There was no reported patient injury. The device was later returned for evaluation.